Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received for evaluation. No accessories or original packaging were available for inspection. Visual inspection revealed that the connectors, switches, and labels had no physical damage. All the mounting hardware was secured. Normal wear and tear were observed on the exterior enclosure. The returned workmate claris amplifier was powered on and successful communication was established with the test standard claris computer. A signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The communication test was run for over an extended period and no loss or drop in communication was observed. No packet error was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was unable to be reproduced. The field reported event was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the procedure was cancelled because the amplifier lost signal and there was no more connection between claris and the amplifier. The claris was rebooted, and the cable was exchanged without resolution. The display work station was noted to be on, but there was no connection either. There were no adverse consequences to the patient and the procedure was completed at a later date.